Event description:
It was reported that upon examination of the retrieved filter after the scheduled retrieval procedure, it was identified that one of the filter limbs was detached. The physician reviewed the images taken prior to the retrieval procedure and identified that the detached limb was in the pulmonary artery. There was no attempt to remove the limb and it remains implanted. There was no report of injury to the asymptomatic pt.

Manufacturer narrative:
The device history records were reviewed with special attention to the raw materials, the subassemblies, the manufacturing process and the quality control testing. This lot met all release criteria. There was nothing found in the records to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number. The event investigation is currently underway.